Manufacturer narrative:
UDI number: (B)(4). The blocker was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Event description:
It was reported that the external threads of a blocker were damaged during final tightening within surgery. The blocker was removed and replaced with an alternative blocker to complete the procedure without reported patient impacts.

Event description:
It was reported that the external threads of a blocker were damaged during final tightening within surgery. The blocker was removed and replaced with an alternative blocker to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: methods, results and conclusions. The returned screw was evaluated. It is possible that the java blocker was misaligned with the screw tulip head. So when the torque was applied during the final tightening, the thread of the blocker likely fractured. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the external threads of a blocker were damaged during final tightening within surgery. The blocker was removed and replaced with an alternative blocker to complete the procedure without reported patient impacts.